Manufacturer narrative:
(B)(4). (B)(4) was not authorized to evaluate/service the device.

Event description:
It was reported that during maintenance a ventilator display remained blank after the main switch was pressed. The reported complaint could not be duplicated. There was no patient involvement.